Manufacturer narrative:
(B)(4). Insulin pump p-cap/reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case, cracked case, broken battery tube threads, cracked case on the battery tube side, and cracked case reservoir tube side.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment piece was broken off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.